Event description:
Rptr indicated that the pt developed an infection at both the neck and chest sites. Both the generator and lead were explanted. The devices will not be returned because they were discarded. Further investigation revealed, that the surgery was performed without the use of intra-operative antibiotics as recommended in device labeling. Additionally, it was noted that post-operative antibiotics were prescribed. The pt has fully recovered, and re-implant has not been scheduled.